Manufacturer narrative:
(B)(4). The customer returned one opened sac-00522 kit for evaluation. Two bends were identified on the guidewire and the guard that covers the guidewire showed damage in the same areas. These are characteristics of the item being damaged while in the package. No coil offset was observed. The bends are located 18.1 cm and 19.1 cm from the proximal end. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the guidewire being kinked in the package was confirmed during the sample investigation. Visual inspection was performed and both the guidewire and the guard were found to be damaged. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is shipping and handling related.

Event description:
The customer alleges that the guide wire was warped at the time the package was opened. The md used another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire was warped at the time the package was opened. The md used another device.